Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger was not charging. The patient stated they had the charger plugged in for 4 days and the green light was still scrolling. The patient confirmed they did not keep the charger on the dock plugged in when not in use. A hard reset of the recharger was attempted during the call. The issue was not resolved. Additional information was received from the patient. The caller received the replacement recharger and noted the replacement recharger would not power on. The caller had it on the docking station prior to the call and all 3 battery lights were illuminated. The patient closed all apps and confirmed the communicator and previous recharger were off. The patient attempted to switch recharger and caller only got "recharger not found" screen with instructions to "power on" the recharger. The caller attempt ed again to power on the recharger but it would only show red. The caller attempted a hard reset which resulted in the same issue. A discrepancy was noted in labeling and noted the instructions (uc202014924cen) did not instruct patients to power on the recharger w hen pairing, but the screen on the recharger did instruct patients to power on recharger.